Manufacturer narrative:
The detector has been returned to the manufacturer, however, analysis has not been completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter name and occupation not available on the date of filing. A manufacturer representative went to the site to test the equipment. It was reported that the detector was replaced. The imaging system then passed the system checkout and was found to be fully functional. The detector had not been returned for analysis on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the detector on the system was not ready and the system could not take images. There was no patient present.

Manufacturer narrative:
The detector panel with cp2 was returned to the manufacturer for analysis. It was reported that the issue could not be replicated or confirmed, there was no failure with this component. If information is provided in the future, a supplemental report will be issued.